Event description:
On 9/25/84 an ipp device was implanted. On 1/16/86 the cylinders and pump were revised. On 4/2/87 the ipp device was removed from the pt and a hydroflex device implanted. No reason for the surgery was provided.